Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since (B)(6) 2013, the patient has no more hearing perception. No trauma has been reported. The external devices are working properly. Re-implantation is being considered.